Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was brought to the hospital for a check-up in (B)(6) 2024. A decline in the user's hearing performance with the device was observed. A CT scan will be conducted in the near future. Other further proceedings are unknown.

Event description:
The recipient was brought to the hospital for a check-up in february 2024. A decline in the recipient_s hearing performance with the device was observed. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received yet.

Event description:
The user was brought to the hospital for a check-up in (B)(6) 2024. A decline in the user's hearing performance with the device was observed. Further proceedings are unknown.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient was brought to the hospital for a check-up in (B)(6) 2024. A decline in the recipient_s hearing performance with the device was observed. The recipient has been re-implanted.